Event description:
The manufacturer received information alleging a ventilator failed to power on. There was no harm or injury reported. The manufacturer received the device for investigation, and the customer's complaint was confirmed. The device's blower motor needs replaced to address the issue. There was evidence of contamination.